Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported the customer's adc meter provided a lower result when compared to a reading obtained on a paramedic meter. It was additionally reported that on (B)(6) 2018, the customer was at his nursing home when he was found unconscious between 9:30am-9:35am. A nurse checked the customer's blood glucose using his adc meter and a reading of 69 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 900 mg/dl was obtained on their meter and customer was transported to a hospital. At the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was not performed for freestyle strips because strips are expired. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report. Pma510k#has been updated.

Event description:
Customer's daughter reported the customer's adc meter provided a lower result when compared to a reading obtained on a paramedic meter. It was additionally reported that on (B)(6) 2018 the customer was at his nursing home when he was found unconscious between 9:30am-9:35am. A nurse checked the customer's blood glucose using his adc meter and a reading of 69 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 900 mg/dl was obtained on their meter and customer was transported to a hospital. At the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion (dose/type unknown). There was no report of death or permanent impairment associated with this event.